Event description:
Reportedly, during pt use, the display showed "disconnect" and the led flashed simultaneously; however, there was no audible alarm. Upon adjusting the airway pressure setting, there was no audible "low paw" alarm. The pt was then manually ventilated and then transferred to another ventilator. There was no pt injury or negative health consequences reported.

Manufacturer narrative:
(B)(4).